Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking/jolting sensation. The patient has increased "output in the groin area", which affected her balance. The device had been turned off for a year, but the patient still felt stimulation. A friend suggested that the patient place a copper wire over the device site and run it down to her feet, which caused stimulation only in her foot, rather than the groin. The patient was redirected to her physician. Additional information was requested.